Manufacturer narrative:
No definitive conclusions can be made. The screw remains implanted and is not available for evaluation. Examination of photo copies of x-rays was inconclusive. It could not be determined if the screw is bent or broken. Review of device history record cannot be performed as the device catalog number and lot number are unknown. The cause of screw bending or breakage cannot be determined. At this time, the complaint is considered to be closed.

Event description:
Contact reports the pt temporarily experienced leg cramps for two to three weeks following spinal surgery. Examination of follow up, post-op x-rays revealed apparent breakage of an aegis screw. The screw remains in the pt who will continue to be monitored to ensure the fusion in achieved.